Manufacturer narrative:
The manufacturer previously reported a ventilator was not holding a charge. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The internal battery was replaced to address the issue.

Event description:
The manufacturer received information of a ventilator was not holding a charge. There was no report of patient harm or injury. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.